Event description:
The lab supervisor has identified an issue with the green (21 gauge) eclipse needles: in some cases there will be a plastic piece covering the needle on the inside of the vacutainer barrel. This restricts the tube from being inserted into the vacutainer.